Event description:
In 05 the reporter contacted lifescan on behalf of the pt alleging that his one touch ultra meter has missing segments. The medical affairs specialist mailed a letter four days later. The pt believes that he obtained a 141 mg/dl on the reported meter in the morning two days earlier; however, he was unable to clearly read the result. He was not experiencing any symptoms of high or low blood glucose levels during the time of testing. The reporter mentioned that he received medical attention by a medical professional; however, no treatment was actually received. The pt obtained a relatively normal result, experienced no symptoms of high blood glucose levels, and did not receive treatment. Hence, there is no indication that the product contributed or caused injury. Due to the unresolved missing segments issue, there is evidence that the product(s) meets the criteria of a medical device reportable. Consequently, this complaint is being reported as a malfunction. The meter was replaced.